Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during follow-up, the customer stated they no longer have received additional occlusion alarms since changing their insulin vial.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 300mg/dl and manual injections were administered to address the bg levels. Reportedly, the customer changed pump supplies in order to resolve the occlusion alarms but continued to receive occlusion alarms. The customer had observed insulin in their cartridge to have gel-like texture. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.